Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat gastric fundal varices using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, the ruby coil would not advance at all within its introducer sheath; therefore, the ruby coil was removed. The procedure was completed using a additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.